Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During evaluation, it was determined there was no image due to a faulty charged coupled device. In addition, it was noted there was a kink on cable, and damage to the coupler as it was not locking properly. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, there was no image on the hd autoclavable camera head. The intended procedure had been diagnostic. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.